Event description:
It was reported that patient with this inflatable penile prosthesis experienced discomfort and inability to use device due to kinking of tubing and the reservoir migrating from retropubic space into scrotum. The reservoir was explanted, and a new one was spliced onto existing hardware. No further patient complications were reported.